Event description:
A medtronic representative reported that the arm holding the frame broke. They aborted navigation but continued the case. They were removing the bone flap after registering when the issue occurred. This was during an awake crani/biopsy. There was no impact to patient outcome. After the case, it was found that the imri arm slipped off the doro attachment because the doro attachment slid down the doro mount. There is no indication of a malfunction with any medtronic product. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).